Event description:
Information received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The facilities biomedical engineer indicated the hi/low function of the bed is drifting down. The facility has not returned hill-rom's attempts to determine the resolution to the hi/low drift.